Event description:
It was reported that the user's ilet ran out of insulin overnight, the pump was removed and insulin delivery was paused until morning, after which the user resumed therapy, recorded a glucose peak of 332 mg/dl, and then entered a meal announcement without eating to obtain additional insulin, leading to rapid glucose decline and a subsequent urgent low with a nadir of 39 mg/dl, which the user treated with glucagon. Symptoms included hypoglycemia and hyperglycemia, along with headache, fatigue, muscle weakness, and urinary frequency, and the user reported vision problems during the low. Outcomes included no lasting health consequences or impact, and the patient returned to baseline. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem involving using meal announcements as corrections, and confirmed the device itself functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. A separate report will be submitted to document the user not reverting to alternative therapy after running out of insulin.